Event description:
During a zero-p case at level c5-c6, the surgeon was inserting the 3rd of 4 screws of the zero-p product, and as he was drifting, the drill impacted the fusion from a previous adjacent level surgery. The surgeon then opted to only insert 3 screws total for the zero-p plate. This is the second of two reports for this event, this report is on the plate.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as device was not returned and lot number was not provided.